Event description:
The pt expired five weeks post-operatively. Hp-137 was explanted when the above-mentioned valve was implanted. It is unknown if the valve remains implanted and if an autopsy was performed.